Event description:
The reporter indicated that the following values were observed during a pt visit on 12/8/96: prog vvir.05 pw 3.5 v 578 ohms battery cell z=2.7v, less than 2kohms, energy delivered 18 microjoules. The following values were observed on 12/19/96: vvir 1.0pw, 469 ohms battery cell z = 2.61v, less than 2kohms, energy delivered 27.4 microjoules. The pt had underwent lead extraction from '87/'89 due to infection (via femoral approach). The reporter also stated that in december, pt experienced syncopal episodes, however, during the test last visit there were no problems.